Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During an acromioplasty and approximately 35 minutes of intensive use of electrode, the tip fell of and fell into the deltoideus muscle where it was left and couldn´t be found. Surgeon made decision that it will not make any harm to patient when left in the deltoid muscle. Procedure was completed with same like product with a three minute delay.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking, a supplier CAPA was initiated to further investigate this failure. The root cause for this CAPA was identified as: the weld bridge on active suction tube is not providing sufficient weld material and retention; mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process; misuse, (eg. Extended activation or overloading of mechanical forces). This CAPA was closed in july 2015 due to a number of process improvements. A new active suction tube design change implemented should help reduce recurrence of this failure. At this point in time the actual occurrence rate is lower than the old design. The lot number of the returned device indicates that it has been manufactured after the improvements have been made. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. At this time, no further corrective action is required, and no further action is warranted. Depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.